Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device was inoperable after powered up. Visual inspection revealed damaged contact pins on the x5 connector. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to top case assembly error during manufacturing or service. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference# (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.